Event description:
It was reported the customer was experiencing fluctuating high and low blood glucose. The customer stated their blood glucose was high and then reached an extreme low. Customer stated they would treat their blood glucose of 102 mg/dl with sugar pills, but it would continue to decline to 60 mg/dl. Customer then reported an incident where their blood glucose reached 374 mg/dl. The customer stated they would change their infusion set and declined to troubleshoot for their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).